Manufacturer narrative:
Device identification UDI and protocol number are unknown; no further information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported during the use of the pump, a high pressure alarm went off. No patient injury reported.

Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed all labels were still intact. No physical damage was found on the device. Reviewing the event log it confirmed that there was a record of the high-pressure alarm occurred continuously after power on or during operate, between (B)(6) 2023. Functional test could not confirm the customer reported issue. As a preventative measure, replaced the downstream and upstream sensor, re-calibrated. Product is beyond 3 years from manufacture date of 2019-08 and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.